Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a possible ghost pocket with medication identification. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had ghost pocket. A technical support specialist dialed into the carefusion communication engine (cce) server and confirmed that there were no outstanding purchase orders in the replenishment order system. The specialist checked the medication inventory in the es server and verified the quantity settings as maximum 10, minimum 5, and current 0. After identifying multiple results in the structured query language (sql) database inventory view table, the specialist deleted the ghost pocket for a specific medication identification on station. The customer confirmed the resolution and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.